Event description:
Event description guidant received information that this ventricular implantable lead exhibited noise on the ventricular rate/sense channel which resulted in inappropriate shocks and pacing inhibition. The noise was reproduced with isometrics. Additional information was received that during an invasive procedure to examine this lead, the chronic coronary sinus transvenous implantable lead was noted to have insulation damage.